Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a company employee from a physician and forwarded by our affiliate (B)(4). This case involves a (B)(6) female pt who rec'd poly-l-lactic acid (sculptra) on an unk date. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt rec'd the first application of poly-l-lactic in the neck and face and 30 days after the pt went back to the physician's office to receive the second application. The physician noticed the pt had about 8 visible nodes at her neck. Massages were performed and the pt referred pain at the site. The product had been efficient after the first application, so the pt rec'd the second application at the face but not at her neck. The reporter stated that the pt had extremely thin and flaccid skin and poly-l-lactic acid was diluted in 10ml (nos).

Manufacturer narrative:
Event outcome is unk. Reporter's causality: not specified. A ptc (pharmaceutical technical complaint) has been issued. (B)(4). Add'l info rec'd on (B)(6) 2008: global ptc #(B)(4) results: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history report) and of the analytical results of the involved batch did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.